Event description:
It was initially reported that the patient had passed away. The cause of death and the relationship to vns was not provided. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned for the generator but has not been completed. Product analysis has been completed on the lead. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since the majority of the lead assembly (body), including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient passed away from metastatic colon cancer and the death was not related to vns.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the date of death was (B)(6) 2012 there is no allegation or other information indicating that the death is related to vns.

Event description:
Additional information was received that product analysis was completed on the generator. The generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.